Event description:
"The catheter had a pin hole leak. Pt is in good condition, the nurse did the exchange for a new one, and tried to flush that port, it was clotted. They did not know if the clot occurred before or after the leak developed."